Event description:
A treatment plan included a field which had been modified by adjustment of the "jabot" positions. Theraplan version 3.0 did not update this field and, as a result, did not consider the contribution of this field to the total dose. Monitor units for all fields were automatically increased by theraplan (including the non-contributing field) to compensate for this missing field. Other than an abnormally low "normalization" factor, the plan printout provided no indication that this field was contributing no dose. The pt began treatment before this error was discovered and corrected.